Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 578 mg/dl. The customer¿s blood glucose level was in the range of 400 mg/dl at the time of incident. The customer was reported other blood glucose value such as in the range of 200 mg/dl, over 500. The customer's current blood glucose is 229 mg/dl. The customer was treated with IV drip in the hospital. The customer was declined to troubleshoot for high blood glucose level and assisted with troubleshooting for loss of communication. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.